Event description:
On (B)(6) 2011, pt reported he doesn't believe the infusion device is delivering the correct amount of insulin. Pt stated about 24 hours ago he received a blood glucose reading in the 250-270 mg/dl range. Pt reported he bolused 5.0 units of insulin which should have brought him down to his target range. Pt's target blood glucose range is 70-110 mg/dl. Pt stated when he bolused, it only brought his blood glucose down 20 points. Pt reported, he then bolused another 5.0 units of insulin and it brought him down to his target range. Pt stated, he received no error messages on the infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and pt reported he has returned the alleged product for evaluation.